Manufacturer narrative:
It was reported that "the drive shaft for the bed has fallen off the bed a few years ago after having the bed for about a year and a half." No injury was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The drive shaft for the bed has fallen off the bed a few years ago after having the bed for about a year and a half.